Event description:
New information received notes that dislodgement was confirmed via fluoroscopy.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker was twisted, the right ventricular lead and the right atrial lead dislodged due to twiddlers syndrome. It resulted in high pacing impedance and loss of capture on both leads. The pacemaker remained implanted. Both the leads were explanted and replaced. The patient was stable.